Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege on or about (B)(6) 2007, patient suffered the following personal injuries: pain, numbness, loss of mobility, necessity of medical monitoring, emotional distress and anguish. Patient has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
(B)(4). Update - (B)(4) 2011 - medical records were obtained. Medical records indicate that the patient was revised to address metallosis, severely increasing pain, increased chromium levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 1/8/2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported elevated ions but there were not lab results, metallosis, metal debris, and patient with blood loss of 2 liters, but no explanation of what happened to cause blood loss.. Sleeve and stem added to complaint. Part/lot updated. The complaint was updated on: jan 25, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.